Event description:
It was reported that the patient had a primeadvanced and two octad leads with extensions. He needed a neurostimulator replacement and planned to get a restoresensor because of his high-energy use. The first extension went well in the first channel, but the second channel was blocked half way. The hcp tried inserting both leads, but both showed the same problem. The hcp decided to use a primeadvanced instead and both extensions went smoothly into both channels. There was no patient injury.

Manufacturer narrative:
Analysis of the neurostimulator, model 37714, serial (B)(4), found medical adhesive under the #10 balseal, obstructing the connector port and prohibiting lead insertion.

Manufacturer narrative:
Analysis of a sample removed from the port of the neurostimulator, previously reported as medical adhesive, was determined to be silicone based with traces of calcium stearate.

Manufacturer narrative:
(B)(4). Lead, model unknown, lot# unknown, implanted: unknown, explanted: na. Lead, model unknown, lot# unknown, implanted: unknown, explanted: na. Extension, model unknown, serial# unknown, implanted: unknown, explanted: na. Extension, model unknown, serial# unknown, implanted: unknown, explanted: na. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.